Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Customer alleges many issues with lift chair and alleges provider repaired the lift chair now. Customer fell trying to get out and broke her nose.

Manufacturer narrative:
The provider repaired the device. The device is working properly. (B)(4): provider repaired device.

Event description:
Customer alleges many issues with lift chair and alleges provider repaired the lift chair now. Customer fell trying to get out and broke her nose.